Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lung resection, the reload stopped firing in the middle and the doctor squeezed the handle but a strange sound was heard. Because it couldn't fire any more, the black release knob was pulled and the jaws were removed from tissue. Another reload was used but on the third fire, it also stuck in the middle and a strange noise was heard. Another device was used to correct the problem, without incident. There was additional unanticipated tissue resected. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and two reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridges revealed that each reload was partially fired and the anvil clamping mechanisms were deformed. During testing, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Each reload was loaded into a post market vigilance (pmv) instrument for functional testing. All remaining staples were placed and test media was cleanly transected. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.